Event description:
It was reported that the patient was implanted with unknown linx device on 3/06/2023 for gerd and had primary repair of hiatal hernia at time of implant. There were no intra-operative complications during implant. Prior to linx placement patient had endoscopy on 10/6/22 with la grade b esophagitis and 2cm hiatal hernia. Motility study (B)(6) 2202 with 1.2cm hiatal hernia, 90% intact swallow/10% weak swallows, les medial residual pressure 6.0, dci 1532.1. One dilation was performed on (B)(6) 2023. Patient did not have an autoimmune disease. Patient is not currently taking steroids/immunization drugs. Patient is experiencing dysphagia and is scheduled for explant of device on (B)(6) 2023. The patient suffered from dysphagia with soft foods post dilation. There was a primary repair of hiatal hernia.

Manufacturer narrative:
(B)(6). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the explant take place on (B)(6) 2023? What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? Besides the reported dysphagia, what was the reason for removal of the linx device? Was the device found in the correct position/geometry at the time of removal? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/20/2023. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information was requested, and the following was obtained: did the explant take place on (B)(6) 2023? Yes. What is the product code for the linx device that was removed? What is the lot number of the linx device? When using the linx sizing device what technique was used to determine the size? Pop +3. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? How severe was the dysphagia/odynophagia before intervention? Severe. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Besides the reported dysphagia, what was the reason for removal of the linx device? None. Was the device found in the correct position/geometry at the time of removal? Yes.